Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the person with diabetes (pwd) experienced diabetic ketoacidosis (dka), and the line blocked alarm occurred after the hyperglycemic event that had led to dka. Reporter alleged that the line blocked alarm was resolved using the current cassette, as the pwd administered a bolus dose, and that the alarm had been attributed to the infusion set tubing being placed under the waistband. Per reporter, the pwd had gone hiking prior to the event, sustained a fall resulting in an injury that had necessitated an emergency room visit, and while at the emergency room, medication was administered. The pwd expressed uncertainty as to whether the discomfort had been caused by the medication or elevated blood glucose levels. Per reporter, the halo data indicated a line blocked alarm had been received around the same time.